Manufacturer narrative:
Patient information - unknown. Occupation - other; inventory clerk. Other - evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a procedure was performed on (B)(6) 2021, utilizing the reform pedicle screw system. While final tightening a lock-screw, the tip of the lock-screw torque driver (39-rd-0060) broke off. The tip piece was removed and the procedure was successfully completed with no delay or patient injury.

Manufacturer narrative:
H3 device evaluation - the driver was examined by eye and with the aid of a 5x loop. A straight planer break exists that is normal to the driver's longitudinal axis which would be consistent with a torsional overload failure. Some twisting of the remnant hexalobe also exists. Some surface marring around the hexalobe outer lobes may also be present which may indicate crack initiation from prior use which might suggest low cycle fatigue. More detailed analysis would need to be performed to confirm this. Review of device history records found ten (10) pieces of lot 12514ts were released for distribution on 3/20/2021. Two-year complaint history review (3.30.2019-3.30.2021) found this to be the first report of this nature for the reported lot number. Further review did not identify a trend for reports of this nature for this part number. No corrective actions are being recommended at this time.

Event description:
It was reported that a procedure was performed on march 22, 2021, utilizing the reform pedicle screw system. While final tightening a lock-screw, the tip of the lock-screw torque driver (39-rd-0060) broke off. The tip piece was removed and the procedure was successfully completed with no delay or patient injury.